Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient was receiving add gel messages. The nurse later reported that one of the electrode belt cables was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages, damaged cable) was confirmed. Upon investigation the cable that connects the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, causing the "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.